Event description:
It was reported the camera head was not working when it was plugged in. The issue occurred during preparation for use on a diagnostic laparoscopic procedure. The intended procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. However, the following reportable malfunctions were identified during the device evaluation: water leak test fail and pin hole in cable based on the results of the investigation, and since the reported malfunction was not confirmed, a definitive root cause could not be identified. Based on the results of the investigation, it is likely the water leak test failed from cable due to tiny pin hole. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.